Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No stuck buttons or numbers ramping up noted. The insulin pump had cracked lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump's keypad was unresponsive to user inputs. Customer stated that the device had been exposed to moisture for a short period of time. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 136 mg/dl at time of reporting. Noting further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.